Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated the results were erratic but within range. The instrument data showed no issues with sample mix. The customer replaced sample probe 3 and performed alignment. The customer performed precision testing on ca qc samples, which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran qc, which were within range. The cse checked bottom of cuvette alignments for sample 3 probes. The cse reran qc, which were within range. The cause of falsely depressed ca results on patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on patient samples on a dimension vista 1500 instrument. The initial discordant results were reported to the physician(s). The samples were repeated on the same instrument, and on an alternate dimension vista instrument (serial number (B)(4)), all resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.